Event description:
Ous MDR - after an implantation time of about 4 months, shock impedance values >150 ohm were reported. The lead was explanted and returned to biotronik for analysis. No worsening of the patient's state of health was reported.

Manufacturer narrative:
This lead was only available in fragments. During the analysis, it was noted that the insulation of the lead body was massively damaged due to squashing at about 39 cm distal of the df4 connector pin. The lead body was severely twisted in that region. This damage manifestation can with high probability be regarded as the cause for the clinical complaints. The observed damage manifestation requires excessive pressure and stress on the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress on the lead due to subclavian crush syndrome. There were no indications of material defects or manufacturing errors.